Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of ¿image distortion¿ was confirmed. Based on the results of the investigation, the most probable cause according to the equipment inspection results, no water leakage was found in the device, but scratches were observed on the video connector. While image noise could potentially occur due to poor contact, this is classified as a recommend non-critical level issue, and it cannot be determined whether it is affecting the current situation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during installation; the endoeye flex deflectable videoscope had image distortion. There was no patient involvement.